Event description:
Customer reported that a urine human chorionic gonadotropin (hcg) result reported as negative on the instrument. The customer reported that a serum hcg test result was positive. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant urine hcg result is unknown.